Event description:
It was reported that the patient had an MRI in (B)(6) 2014 on their neck and back and that was the reason for the patient turning off their stimulation. The reason for the MRI was a car accident the patient had. There was fluid on the patient¿s device. The patient had stimulation changes after the MRI. When the patient turned their stimulation back on their entire body was shaking a lot and they had a bad reaction. The patient did not feel like the shaking was related to the stimulation. It was unclear what was causing the patient had their therapy turned off for two months because of these problems. The patient also noticed that when their therapy was on their period was heavy. The patient¿s period was normally 3 days. The patient was getting their period heavy at different times of the month in a two week period when their therapy was on. The patient was having their period for 7 days and bleeding very heavy and then 2 weeks later they were having their period again. The patient did not have a gynecological issue. The patient thought that the MRI changed their period. It was unknown if the patient had seen a gynecologist about these issues. The patient did not have any problems with the therapy prior to the car accident. The patient was not ¿going through their changes such as hot flashes.¿ the patient did not have a lot of fat on them and they had to put the device higher where there was fatty tissue. The device was providing therapy relief at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient¿s menstrual cycle had gone from 3 days to 2 weeks.